Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch inseparable magnet was missed. A field service engineer found that drawer 7 was not sensing the closed position, so fse shut down the station and removed the drawer for inspection. Fse checked the inseparable for the magnet and confirmed that no magnet was present. Fse replaced the inseparable, reinstalled the drawer, and restarted the station. Fse then tested the drawer in the hardware test application, and it functioned correctly. After running the acceptance test successfully, fse restarted the application. The customer was then able to recover the drawer and inventory the medication without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to stay closed and user could manually make the drawer open when the back panel was open, but only two of the three lights on the back for drawer 7 were lit. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.